Event description:
Pt was complaining of fullness of the bladder. The foley was assessed for kinks, loops, or anything else that would prevent flow. The foley was draining a minimal amount of clear yellow urine. The pt was bladder scanned and was found to have greater than (>)999ml in her bladder. The foley was removed. The pt. Then voided 1000ml via bedpan. The foley was noted to be in the bladder and correctly inflated prior to deflation and removal. The practitioner does not know how this occurred.